Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the gastroesophageal junction (ge junction). Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found that the catheter was kinked. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 85 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole which produces leak. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was reported that the balloon was pre-inflated; however, the IFU states, precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the gastroesophageal junction (ge junction) during an esophagogastroduodenoscopy (egd) procedure to treat an achalasia and dysphagia performed on (B)(6) 2025. During the procedure, upon withdrawal of the scope, a water leak was noted from the cre balloon. The procedure was completed successfully with the original device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient to check the functionality.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the gastroesophageal junction (ge junction).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the gastroesophageal junction (ge junction) during an esophagogastroduodenoscopy (egd) procedure to treat an achalasia and dysphagia performed on (B)(6) 2025. During the procedure, upon withdrawal of the scope, a water leak was noted from the cre balloon. The procedure was completed successfully with the original device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient to check the functionality.